Event description:
This lead was implanted on (B)(6) 2012 and remains implanted up to this date. A call placed to technical services on 4/17/2013 stated that caller found some atrial arrhythmias stored which were actually farfield oversensing of ventricular sensing on atrial channel and some inappropriate mode switches. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).